Event description:
The customer contact reported a separation. The tubing set was being used for intermittent deliveries of unspecified medications. It was reported that the option-lok male adapter of the tubing set was connected to the pt's IV access site. At the unspecified time, it was reported the male adapter of a syringe was connected to the clave port on the tubing set to deliver 10ml of normal saline IV push. It was reported that during the delivery of the medication through the clave port, the tubing set separated from the clave port of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to the pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.